Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the "1" button on the touchscreen was noted to be intermittently and unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the customer has manual injections available as alternate insulin therapy.